Manufacturer narrative:
UDI: (B)(4). The reported complaint was not confirmed from the evaluation of the returned mayfield swivel adaptor. No issues observed from the functional testing of the device. When unit is properly positioned and put under pressure unit would not have slipped. Pm maintenance and cleaning required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 5 reports which are linked to mfg report numbers: 3004608878-2020-00721. 3004608878-2020-00723. 3004608878-2020-00724. 3004608878-2020-00725. A facility reported that a patient slipped out of the skull pins of the mayfield swivel adaptor (product ID a1018) which resulted in a small cut on the head during an unspecified neurosurgical procedure. Additional information was later provided indicating that there was a possible malfunction involving the compression screw. There was no known medical intervention done or no known delay in surgery. Additional information has been requested.